Manufacturer narrative:
A partial lead with the distal tip measuring 52.4cm was returned for analysis. External insulation abrasion was noted at 12.1-12.4 cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 39.7-39.9 cm, consistent with lead friction to ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.6-12.7 cm from the distal tip. Internal insulation abrasions were noted at 11.4-11.8 cm and 28.5-30.0 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change out, due to advisory, externalized conductors were observed via fluoroscopy. High pacing lead impedance was also noted. The lead was explanted. Patient was stable and monitoring will continue.

Manufacturer narrative:
(B)(4).